Event description:
Caller reported a tandem mobi cartridge alarm occurring during the load process. Customer's blood glucose level remained within normal range, not exceeding 500 mg/dl (27.7 mmol/l). Customer reverted to multiple daily injections (mdi) as a backup therapy.